Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he experienced low blood glucose of 36 mg/dl and doesn't recall if he was on or off the insulin pump. The low may have been caused by not eating enough and then over bolusing. Troubleshooting wasn't performed. The insulin pump is not returning for analysis.